Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by cloudy effluent, abdominal pain, nausea, elevated white blood cell count and vomiting. The cause of the peritonitis event was unknown. On the same day, the patient was hospitalized for the event for three days. The patient was treated with vancomycin (1 g, twice a week for three weeks, route not reported) for peritonitis. At the time of this report, the patient had not recovered from the peritonitis event. The patient was not retrained on aseptic technique. Additional information was not available. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).